Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastric bypass procedure, the stapler fully cut but only stapled distally. There were no staples at the proximal end of the staple line. Hand sewing with sutures was used at the area where there were no staples and over sewed the area where staples were present. The surgeon used part of the opening to create his gastro jejunostomy. The case was completed with no patient consequence.